Event description:
It was reported that 10 syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated. Verbatim: consumer reported found about 10 syringe when removed needle shield, needle hub stayed in shield."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# (B)(6). All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that 10 syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated. Verbatim: consumer reported found about 10 syringe when removed needle shield, needle hub stayed in shield".